Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/16/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment was cracked and the battery compartment threads were stripped.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.